Manufacturer narrative:
E1: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows many times, "cassette not attached properly." Functional testing confirmed the customer reported problem. The device alarms, "cassette not attached properly." The investigation determined the downstream occlusion (dso) sensor needed to be calibrated or exchanged.

Event description:
It was reported that the pump constantly gave an alarm that it did not recognize the cassette. There was no patient involvement.